Manufacturer narrative:
Review of the provided data is still ongoing, results are not available yet.

Event description:
Reportedly, on (B)(6) 2025, it is impossible to add a patient on the remote platform. An error is displayed "error700: unknown error". After several tries, it was still impossible to add the patient.

Event description:
Reportedly, on (B)(6) 2025, it is impossible to add a patient on the remote platform. An error is displayed "error700: unknown error". After several tries, it was still impossible to add the patient.

Manufacturer narrative:
Review of the log did not reveals any anomalies and did not highlighted the reported event. Since the event did not reoccurred and that the field was able to add new patients without difficulties, the most probable hypothesis is that the event was caused by a random issue or a loss of network during a short period. This case is retained and utilized for trend purpose.